Event description:
It was reported that the ring of the distraction osteogenesis system presented delamination and a longitudinal crack. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The half ring distraction osteogenesis was manufactured by quintus and was returned for a manufacturing evaluation. Visually, the parts appeared to have some delamination. The reason for the change in the thickness, hole diameter, and appearance of cracks was unknown and may have been a function of processes not controlled by quintus. The product in question conformed to the synthes print, including all manufacturing processes, raw material, incoming inspection, and product manufacturing. The compliant condition is due to an unknown cause and is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)